Manufacturer narrative:
(B)(4) ¿ medication treatment. Recurrent prolapse. Voiding dysfunction. Recurrent prolapse. Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported, in an article, that a patient underwent a total vaginal hysterectomy and a procedure to treat pelvic organ prolapse, on (B)(6) 2011 and mesh was implanted. The patient developed anatomic recurrence of prolapse at 15 months post procedure and was treated with topical estrogen ointment. The patient currently has difficulty with night urination. Additional information was not provided.